Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3004936110-2018-00759. It was reported the patient passed away on (B)(6) 2018 due to a deep vein thrombus (dvt). The patient was implanted with a cardiomems heart failure sensor on (B)(6) 2018. Although there is no allegation against the sensor, the dvt could be related to the implant procedure.